Event description:
The pt reported that she changed the insulin cartridge, adapter, and infusion set in 2009 at 9:00 pm. In the next day at 3:00am, her blood glucose was elevated to 470 mg/dl, and she found that the insulin cartridge was "broken." She believes the infusion device should have displayed an a4 (cartridge/adapter) alert. She also reported that the display of the infusion device was partial. She switched to her backup infusion device. Her normal blood glucose level is 100-120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.